Event description:
Physician did a circumcision that required pressure and use of avitene. She felt that the clamp was defective due to oozing at circumcision site. Clamp brought down to sterile processing for evaluation. Sterile processing manager confirmed that the circumcision clamp was the correct size, but the set will be taken out of circulation because he saw that it was old and worn.